Manufacturer narrative:
The field service engineer (fse) received the logs from the customer via email. The fse reviewed the logs and found that the customer had silenced the alarms at the time in question. The device was confirmed to be operating per specifications and no failure was identified.

Event description:
The customer reported no red alert eventhough abp values dropped from the device. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6).

Event description:
The customer reported no red alert eventhough abp values dropped from the device. It is unknown if the device was in use at time of event, there was no adverse event reported.